Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the experienced symptom (downstream occlusion test out of specification) which was reproduced. The eval found the downstream sensor current reading with a fluid filled set loaded to be above specification which caused the reported symptom. Furthers eval determined that the downstream pusher plate gap was too narrow. The downstream tubing guide was replaced to correct this condition.

Event description:
During baxter's functionality testing of a spectrum pump, the device was found be out of specification during the downstream occlusion test. There was no pt involvement.